Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, the patient experienced vision loss which was ongoing, poor vision across room, cloudiness, blurry vision and white out on all digital screens, glare which was day and night and headaches. Due to the reported symptoms, the lens was explanted approximately a year after iol implantation. The physician states that the patient was intolerant to the suspect product. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
The lens was returned inside a small plastic specimen jar, on a wetted piece of medical sponge. The lens was cut through the center into two portions. Each portion has additional damage. Scratches are observed, on the anterior and posterior optic surfaces, near the center and near to the edge. The optic has areas that are split and cracked near the optic center. The optic edge has areas that are broken. The edge also was chipped in several areas on one optic portion. Each lens was subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability, per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated, due to the optic damage. Associated products were not provided. It is unknown, if qualified products were used. Per the instructions for use (IFU), the lens mitigates the effects of presbyopia by providing improved intermediate and near visual acuity. While, maintaining comparable distance visual acuity with a reduced need for eyeglasses, compared to a monofocal iol. Information was provided from the customer, that the explanting surgeon's (dr, (B)(6) ) impression was panoptix intolerance. The file indicated, that the patient has already undergone a lens exchange. Going from a monofocal to the suspected company lens. It is unknown, if the original monofocal implant was an company lens. There was no product info provided regarding original implant. The 17.0 diopter lens was then removed and replaced with a non-alcon lens (17.0 diopter). This information may suggest, that the final replacement lens was a better selection for the patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).